Event description:
It was reported that pump displayed malfunction alarm code 0 which had not occurred before and there were no notable events before issue began. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for performing pump reset, successfully reset pump, and did not experience repeat malfunction, and customer was advised to continue using pump and to call back if malfunction returned.